Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was broken off after the firing. The deployed clip on the ileocolic artery broken from the root to the two and came off. The broken clip was retrieved from the patient with some forceps via a trocar and no pieces were remained into the patient. The device was used on the blood vessel. No bleeding occurred as the site had performed double clip and one side of the clip was deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2017. Batch # n92j3e. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger; it remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 7 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.